Event description:
The dealer called stating that the joystick cable on the m50 power chair allegedly got caught in the arm causing the chair to catch on fire. The chair was unoccupied as it was on the lift attached to the back of a car.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m50, serial number/date (B)(4) is approximately 8 years 3 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the m50 power chair was on a lift on the back of a car when the joystick cable allegedly got caught in the arm and caught fire. No injuries alleged. The malfunction has not been confirmed.